Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 3 was deployed. Following discharge from the hosp, the pt developed claudication like symptoms with no change in peripheral pulses. The pt complained to the physician three weeks after discharge. The pt was admitted to the hosp and an embolectomy of the right common femoral artery was performed. No specimen was submitted for pathology. No further complications were reported.